Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle hub separated from the device during use. This occurred on 12 separate occasions. The following information was provided by the initial reporter: "needle hub separated when removing shield."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-08-19. H.6. Investigation summary customer returned (12) 3/10cc, 8mm syringe. Customer states that the needle hub separated when removing shield. All returned syringes were examined and 6 out of 12 samples were returned with the hub-needle/shield assembly separated from the barrel. The hub-needle assembly did not separate from the barrel of the remaining samples. A review of the device history record was completed for batch# 9350297. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200869089] noted for out of spec shield pull. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. CAPA 1630423 has been opened to address this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle hub separated from the device during use. This occurred on 12 separate occasions. The following information was provided by the initial reporter: "needle hub separated when removing shield."